Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet was unable to be pushed into the right atrial (ra) lead during the implant procedure. The lead was not used and replaced. No patient complications have been reported as a result of this event.